Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/28/2015 with the following findings: on investigation, the alleged damaged casing issue was verified. The battery compartment was found to be cracked along the side in the threads area and below the grip pad. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim with a reddish contrast.